Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On 10/24/2023, the patient experienced a skin reaction with redness, inflammation, and infection, extended beyond the patch perimeter. The reaction was treated with a prescription of an oral medication that the reported could not remember the name of, however, it was a penicillin based medicine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).